Manufacturer narrative:
Summary investigation (B)(4). Patient ID unknown. Age & dob unknown. Gender unknown. Weight unknown. Ethnicity unknown. Event date unknown. Implant catalog & lot # & UDI # unknown. Reporters: title and last name unknown. 510k # unknown. Manufacturer date unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to an infection.

Event description:
Additional information was received from customer confirming the unk implant as tsvtb13 lot 1223374. Upon reassessment of the reported event, it was determined that this device was filed under the incorrect MFR number 0001038806-2020-01055.

Manufacturer narrative:
Additional information received from customer confirmed the unk implant as tsvtb13 lot 1223374, zimmer implant. Upon reassessment of the reported event, it was determined that this device was filed under the incorrect MFR number (0001038806-2020-01055) on 3 ago 2020. Therefore, this report is being filed under the correct MFR 0002023141 - 2020 - 01687. As a result, no further medwatch reports will be submitted. Please refer to MFR 0002023141 - 2020 - 01687 for details and follow up submissions.